Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter stated they received discrepant results for two samples from the same patient tested with the elecsys troponin t hs assay on a cobas 8000 e 801 module. The first sample from the patient initially resulted with a troponin t value of 879 pg/ml and this value was reported outside of the laboratory. Based on this result, the patient was admitted to the cardiology intensive care ward. Three hours later, the second sample was collected from the patient and resulted with a value of 8.79 pg/ml. The first sample was then repeated twice, resulting with values of 11.0 pg/ml and 11.3 pg/ml. The second sample was also repeated, resulting with a value of 10.8 pg/ml. The second sample was diluted 1:2 and repeated, resulting with a value of 13.5 pg/ml. It was asked, but it is not known in an incorrect value from the second sample was reported outside of the laboratory. The troponin t reagent lot number was 419260. The reagent expiration date was requested, but not provided.

Manufacturer narrative:
This product is not cleared, marketed or manufactured in the us. The us is not impacted.